Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was having a shocking sensation at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was having a shocking sensation at the ipg site. The patient underwent an explant procedure.